Event description:
The customer reported a false negative antibody screening test on tango optimo. The customer reported that he participated in a proficiency program and missed an anti-fy(a). The proficiency sample that had caused the false negative test result was sent to us for investigational testing, but none of the supposedly defective product has been returned. At time the customer filed his complaint, supposedly defective product was already expired. Therefore, a testing of the retained biotestcell pool sample was not performed. Our quality control laboratory tested the proficiency sample with the current lot of biotestcell pool and yielded a negative result. The proficiency sample was also tested with three different screening cells. Only the homozygous fy(a) positive screening cell reacted positively. The heterozygous (fya+b+) screening cell reacted negatively. This testing confirms the missed antibody's weakness. The package insert contains an appropriate reference: negative reactions will be obtained if the sample contains antibodies present in concentrations too low to be detected by the test method employed. No test method is capable of detecting all red cell antibodies. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot. There is no indication for a malfunction of the affected tango optimo.

Manufacturer narrative:
This is our combined initial and final report on this incident.